Manufacturer narrative:
The event occurred in (B)(6). Caller did not provide product information for the coaguchek s system.

Event description:
Caller tested 4.3 inr on the coaguchek s system and 6.0 inr on the coaguchek xs system. No actions taken based on device results. No adverse event reported. Requested return of suspect system and replacement was sent.